Event description:
It was reported that during the implant procedure, the right atrial (ra) and right ventricular (rv) leads exhibited high, out-of-range pacing and shock impedance measurements, respectively. The physician attempted to reposition and verified the lead-to-device connections, but the high impedance measurements persisted. Both the ra and rv leads were exchanged to resolve the event and no adverse patient effects were reported. The leads are expected to be returned for analysis, but has not yet been received.